Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. No over delivery anomaly or under delivery anomaly noted. Device communicated properly with the guardian link 3 and the test plug. No communication anomaly or calibration anomaly noted during testing. Device uploaded properly using carelink. Device had scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that they required the assistance of emergency medical services due to a low blood glucose and loss of consciousness on (B)(6) 2020. Customer stated his blood glucose was below 50 mg/dl. The customer was treated with orange juice and glucose tablets. It is unknown if the auto mode feature was active at the time of the event. Troubleshooting was not performed as the customer has not worn the pump since the date of the event per his health care provider¿s recommendations. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose and passed out and dispatched on (B)(6) 2020 with blood glucose of below 50 mg/dl. It was unknown that auto mode feature was active or not at the time of event. The customer was treated with orange juice and glucose tablets. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.